Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection of the device header and case revealed no anomalies. Failure to establish telemetry was confirmed; the device did not respond to interrogation attempts with either a model 3120 or engineering-level programmer. Subsequently, the case of the device was opened. Direct probing on a number of these traces indicated that the device was cycling through a start-up sequence, but failing due to resets caused by a high current draw on the digital voltage supply. The mixed mode integrated circuit (mmic) was drawing abnormally high current for brief periods of time within the start-up sequence, causing the device to undergo a system reset. This failure mechanism was further verified by attaching an external power supply. When a sufficient voltage/current source was connected, the device completed the start-up sequence and was nominally functional. An abnormal emission site was observed in the digital core of the mmic; however, unable to be precisely identified. Due to the level of complexity involved, a clear indication of the photon emission signal was lost during the polishing process, and thus the technical reason for the malfunction could not be determined. While analysis was successful in identifying the failure mechanism associated with the inability to interrogate, root cause isolation was not identified, as the failure mechanism disappeared during our testing.

Manufacturer narrative:
Following product return and completion of laboratory analysis a follow-up report will be submitted.

Event description:
Boston scientific received information that during a recent clinical follow-up, the physician reportedly was unable to establish telemetry with this device. International technical services provided troubleshooting assistance; however, all efforts were without avail and a recommendation to explant the product was communicated. It was further reported an absence of brady pacing with an underlying rhythm of 44 bpm was noted on surface electrograms. The device was explanted the following day to be returned for a stat post market evaluation. No specific adverse patient effects were reported.